Event description:
A resoulte onyx 4.0 x 26 mm drug eluting stent was then advanced over the wire and positioned in the mid right coronary artery. While positioning the stent, it became apparent that the stent balloon exhibited independent motion from the stent which had been dislodged off of the stent delivery system. Attempts were made to reintroduce the stent delivery system into the stent without success. Therefore, the stent delivery system was removed through the guide while keeping the undeployed stent and wire in the proximal to mid vessel. Synergy 3.0 x 38 mm stent was then introduced over the second terumo through wire and positioned distally to cover the lesion in the mid right coronary artery and positioned proximally to cover the entire length of the unexpanded stent.